Event description:
It was reported that the nurse stated the therapy stopped. They were able to restart this therapy in an arctic sun device. Patient came in cold (currently 30.9c). Targeted temperature (tt) was 36c, water temperature (wt) was 31.9c, flow rate (fr) was 3.4lpm. Normothermia rate 0.25c/hour. Explained they can warm controlled up to 0.5c/hour. Foley probe to as, esophageal probe reads 31.1c. Checked event log and noted an alarm 14 (probe out of range) and alert 50 (patient temperature 1 erratic). Had them flex cable in their hand and patient temperature (pt) dropped to 24.6c. Explained this cable likely had a short and should be replaced with a cable from another device for this therapy. A new cable should be ordered.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Patient came in cold (currently 30.9c). Targeted temperature (tt) was 36c, water temperature (wt) was 31.9c, flow rate (fr) was 3.4lpm. Normothermia rate 0.25c/hour. Explained they can warm controlled up to 0.5c/hour. Foley probe to as, esophageal probe reads 31.1c. Had them flex cable in their hand and patient temperature (pt) dropped to 24.6c. Explained this cable likely had a short and should be replaced with a cable from another device for this therapy. A new cable should be ordered. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial/lot number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the therapy stopped. They were able to restart this therapy in an arctic sun device. Patient came in cold (currently 30.9c). Targeted temperature (tt) was 36c, water temperature (wt) was 31.9c, flow rate (fr) was 3.4lpm. Normothermia rate 0.25c/hour. Explained they can warm controlled up to 0.5c/hour. Foley probe to as, esophageal probe reads 31.1c. Checked event log and noted an alarm 14 (probe out of range) and alert 50 (patient temperature 1 erratic). Had them flex cable in their hand and patient temperature (pt) dropped to 24.6c. Explained this cable likely had a short and should be replaced with a cable from another device for this therapy. A new cable should be ordered.